Event description:
It was reported that the battery voltage reading was 2.01 volts. Device was not at elective replacement indicator and indicated the estimated longevity was 1 - 3 years remaining. Device still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Battery voltage is 2.74 v.